Event description:
This trephine blade shattered when used on the donor cornea. Pieces of the blade were transferred to the pt via the donor cornea. The physician attempted to remove all the particulate at the time of the procedure. There has been no report of pt injury to date.